Manufacturer narrative:
An investigation could not be completed as the actual device was not returned to the rwmic facility as of (B)(4) 2015. A request for add'l info as well as photos of device submitted. No response as of (B)(4) 2015. Two most likely scenarios on how loop could have broken: tip bent; excessive force applied or tip came into contact w/hard object., tip over heated; extended use of device or activated while outside of liquid or when "coag" pedal, ot the "cut" pedal used. Labeling was reviewed and found to be adequate. I e intended use, indications and field of use, preparation and cautions regarding high temperatures and use of irrigation fluid. One similar event has occurred on this device in the last three years. Like this event, both devices broke during same procedure. (Mdrs #1418479-2013-00032 & 1418479-2013-00034). Rwmic considers this matter closed. However, in the event rwmic receive's add'l info, a follow-up report w/be provided to FDA.

Event description:
Richard wolf med. Instruments corp. (Rwmic) received a medwatch report indicating loop of two devices broke off during a procedure at the facility. No injury to patient or staff reported. Tip of device broke off and facility swapped out to back up device, same device ID & lot #. Tip of back up device also broke off. Procedure completed w/third device. Two mdrs will be submitted for this event. MDR #1418479-2015-0023 and MDR#1418479-2015-00024.